Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a driveline power fault. The modular cable was disconnected and reconnected but the alarm did not resolve. The modular cable was then disconnected and cleaned at it's pump connection point and then reconnected. At this point the alarms resolved.

Event description:
Additional information was received that on 08feb2023, the driveline power fault alarm returned. The modular cable was exchanged and the alarms resolved. Related MFR report # for the modular cable: 2916596-2023-00724.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms. Additionally, review of the submitted image revealed corrosion and contamination within the pump cable inline connector that could have resulted in the alarms captured in the submitted log files. Four controller event log files were submitted that contained overlapping events from (B)(6) 2023 through (B)(6) 2023. Intermittent driveline power fault alarms were captured throughout the log files beginning on (B)(6) 2023. The log files captured two driveline disconnections on (B)(6)2023 and the driveline power fault alarm subsequently resolved with each disconnection. However, the driveline power fault alarm reactivated later on (B)(6) 2023. The driveline was disconnected again on (B)(6) 2023 and following reconnection, the driveline power fault alarm appeared to have resolved. No other notable events were captured, and the pump appeared to function as intended at the set speed. The account submitted an image for evaluation that captured black and green corrosion and contamination on and around the pump cable inline connector pins. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 6 of the IFU ¿patient care and management¿ cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 6 warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 of the IFU, ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 of the IFU, ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline and driveline exit site. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 of the patient handbook, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: h6 - investigation conclusion codes no further information was provided. The manufacturer is closing the file on this event.